Event description:
The initial reporter alleged a discrepant non-reactive result for one patient sample tested with the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The patient sample was tested on three different cobas e instruments. The first test with the hbsag g2 elecsys e2g 300 v2 assay yielded a result of 0.625 coi (non-reactive). A second test on the same day yielded a result of 0.645 coi (non-reactive). A third test yielded a result of 0.915 coi (indeterminate). Additionally, the sample was tested with the elecsys syphilis assay, which yielded a result of 0.109 coi (non-reactive), and the elecsys anti-hcv ii assay, which yielded a result of 0.027 coi (non-reactive). Nucleic acid testing (nat) verification of the sample returned a positive result.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of calibration and quality control data confirmed that all results were within the expected ranges. No relevant alarms were observed during the measurements, and pre-analytical conditions, including sample handling and environmental factors, were found to be appropriate. However, the investigation was limited as no sample material was available for further analysis. A definitive root cause for the reported event could not be determined based on the available information. The customer was advised to follow the instructions for use (IFU) regarding confirmation testing and to consider retesting with a new blood sample to obtain additional diagnostic information. The device remains in operation at the customer site.